Event description:
It was reported that a patient presented remotely via merlin.net. The atrial lead exhibited noise oversensing resulting in auto mode switch. The atrial lead will be monitored. The patient was stable throughout.